Event description:
During an sij fusion procedure, it was noted the bone was very hard on the ilium side causing the surgeon to struggle with accessing the joint. While deploying the first decorticator, the cutting element was caught up in the joint. The surgeon forced the instrument with a turn of the handle and the cutting element broke off while fully deployed; it was not retrieved. It was assumed the cutting element was hindered by sclerotic bone. During use of the second decorticator a piece of the cutting element again broke off but the surgeon was able to retrieve it using suction.